Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported receiving high adc meter readings of 7.4 mmol/l when compared to a laboratory reference reading of 4.44 mmol/l obtained within 10 minutes. The result when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.